Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.¿ device manufacture date: unknown.

Event description:
It was reported that the bd integra¿ syringe 3ml w/ndl 22x1-1/2 rb broke during use. The following information was completed by the initial reporter: customer called in regards of the 3ml syringe and stated that it broke during use. No harm to customer, however went and got an x-ray done to make sure needle was not stuck inside.

Manufacturer narrative:
H6: investigation summary: it was reported that needle is broke during use. Please note that this product has a retractable needle design. The metal cannula of the needle retracts into the inner plunger rod for safety. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd integra¿ syringe 3ml w/ndl 22x1-1/2 rb broke during use. The following information was completed by the initial reporter: customer called in regards of the 3ml syringe and stated that it broke during use. No harm to customer, however went and got an x-ray done to make sure needle was not stuck inside.